Event description:
Reporter states that when the emergency medical technician (emt) was testing the device and the pilot balloon and line came off the tube. Reporter states there was no patient involvement.

Manufacturer narrative:
Sample is currently in transit to the manufacturing site for analysis.